Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. The patient ¿s nurse described the area as the vest being too tight on the patient, rubbed opened sores, under the breast like a yeasty rash, it appears to be infected. There was no alleged device malfunction contributing to the irritation. The patient¿s physician treated with antibiotics for the skin irritation. Follow up indicated that the rash improved. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.